Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing baclofen (2000 mcg/ml at 449.7 mcg per day). The indication for use was intractable spasticity. On 2017-jan-10, it was reported that the patient's pump had been alarming. The pump was interrogated and an empty reservoir alarm was noted to have occurred on (B)(6) 2016. It was stated that the pump was stopping every time it was refilled according to a sequence in the pump logs, but technical services confirmed that the sequences were expected, and were a result of the pump checking itself after an update. The healthcare provider wanted to fill the pump with saline, and was to prescribe oral medication in the meantime. No patient symptoms were reported.